Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer delivered a correction bolus via the pump to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.